Manufacturer narrative:
Only the hub and strain relief components of the suspect device were returned for evaluation. The complaint was confirmed, and the root cause is attributed to misalignment of the strain relief during the manufacturing process. A search of the complaint database was performed and two similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
Update as of (B)(6) 2025: the broken fragment has been retrieved but discarded by the customer facility. Details regarding the date, time, and method for retrieval are unknown as it was difficult for the customer to provide.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use of the pericardiocentesis kit, the catheter broke leaving the tip within the pericardium. The break occurred when the catheter was pulled during insertion. The broken fragment is schedule for retrieval. No additional information available.